Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Manufacture dates: monitor: 2/24/2016. Electrode belt: 8/20/2014.

Event description:
A us distributor contacted zoll and reported that a patient had received one appropriate, and one inappropriate treatment from the lifevest. The patient received the first, appropriate treatment at 16:01:50. The rhythm at the time of the treatment was ventricular tachycardia at 160 bpm. The post-shock rhythm was three ventricular beats, transitioning to sinus tachycardia at 110 bpm. The rhythm then transitioned to an idioventricular rhythm at 65 bpm. At 16:58:13, the patient received an inappropriate treatment. The patient's rhythm at the time of the treatment was accelerated idioventricular at 120 bpm. The post-shock rhythm was asystole. Multiple counting contributed to the false detection. The patient remained in asystole until the electrode belt was disconnected at 16:58:35. It is unknown who disconnected the electrode belt. The patient survived the event and continues wearing the lifevest. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.